Manufacturer narrative:
The ge service rep conducted an onsite investigation. The main frame power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system intermittently would not perform fluoroscopy. This event occurred during a procedure. No pt injury was reported.